Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient was wearing a pod on the leg between 37 and 48 hours. Beginning on (B)(6) 2026, the patient experienced elevated blood glucose (bg) levels, which progressed to hyperglycemia with ketones. On (B)(6) 2026, bg was reported up to 25 mmol/l (450 mg/dl) with ketones at 5.2 (units not provided), accompanied with nausea and vomiting. A bolus dose of 2.5 units was administered. The pod was replaced prior to seeking medical care, and the patient did not wear the pod during medical attention. An ambulance was called, and the patient was admitted to hospital on (B)(6) 2026 with diabetic ketoacidosis. Treatment consisted of insulin therapy. The patient was discharged on (B)(6) 2026.